Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing was conducted in accordance with instructions for use (IFU). The device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no physical damage where the foreign material was found. A root cause of the foreign material remaining in the device could not be identified. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the cylinder. There were no reports of patient involvement.